Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed and the alarm persisted. The device had alarmed motor error six times within thirty days. The customer's blood glucose was unknown. They were unable to complete the rewind sequence. The discontinuation of the device was advised. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).